Event description:
Medtronic received a report that the pipeline encountered resistance with the phenom catheter and also encountered movement during placement. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery (ica) with a max diameter of 5.7 mm and a 8.8 mm neck diameter. The accessed vessel was the ica with a diameter of 4.0. The landing zone was 3.8 mm distally and 4.0 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The angiographic result post procedure was normal. It was reported that the pipeline vantage 4x25 was planned to deploy from mid m1 to ica. Distally device opened well and apposed, when it crossed aneurysm proximal neck device got prolapsed into ica. While resheathening there was lot of resistance in the distal portion and couldn't retrieve into the microcatheter. After multiple attempt physician pullout, the unit and deployed another 4x25. Even in outside we couldn't pullout the device, so device remains inside the micro catheter. It was reported the pipeline got stuck (locked up) in the catheter or resistance in the catheter occurred in the distal section. The catheter was flushed continuously with heparinized saline. The pipeline did not become stuck. The catheter was not damaged. The pushwire was not damaged. It was reported the pipeline moved during placement. There were not multiple pipeline devices being used when movement occurred. There was moderate friction or difficulty during delivery or positioning. The pipeline was implanted in the intended location. The pipeline did miss the landing zone. There were no additional steps required to remove or secure the pipeline. The device did jump during deployment. The pipeline was placed at least 3mm past the aneurysm neck on each side. The anterior cerebral artery (aca) was covered by the pipeline. The tip of the catheter was moved during deployment. It was reported there was catheter resistance in the distal section of the catheter. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron max 80 cm sheath, navien 5f guide catheter, phenom 27 microcatheter, and traxcess 014 guidewire.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 226809382); product type: implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.